Event description:
It was reported that the device will not turn on, has missing knob caps, the upper right corner is pushed out, and the battery cover is cracked. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Visual evaluation confirms all reported physical damages were verified. Functional testing was conducted, and the reported event was replicated. The cause of this event was the positive and negative terminal connectors within the battery compartment were flattened. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).